Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been collagen deposition due to device use in a calcified artery resulting in a vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: unknown due to unknown date of event the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a voluntary medwatch report mw5154049. The event description states that an angio-seal device was deployed after catheterization to the right femoral artery. The patient experienced discomfort and visited the emergency department, and a computed tomography scan revealed an occlusion of the right common femoral artery. The patient was readmitted to the catheterization lab (B)(6) 2024, where the angio-seal was successfully removed. The patient recovered well and was discharged home. The angio-seal had caused a small amount of blood flow restriction, leading to pain, which subsided to the patient's "normal" level upon removal of the device. Additional information was received on 10 may 2024: the patient is stable following their return to the emergency department and the procedure to remove the remaining angio-seal. Additional information was received on 16 may 2024: a 6 f procedure sheet was utilized. Difficulties were encountered with arterial access, sheath, guidewire, or catheter insertion due to a calcified vessel. A pre-deployment angiogram was conducted. There were no issues with the insertion, deployment, or withdrawal of the device. Hemostasis was initially achieved using angio-seal. The estimated blood loss was 0 ccs. No concomitant medical products were used with angio-seal.